Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that on 5:15 am the system rebooted after posting "device failure" during ventilation in CPAP mode. No consequences for the patient or another person reported.

Manufacturer narrative:
The provided log files were analyzed. The reported device failure alarm could be confirmed. Error code 99.0370 indicates that the automatic calibration of the o2 control system recognized an interference. The calibration of the o2 sensors occured too often. The security software of the front processor recognizes the failure and performs a restart of the device in order to restore a valid data base, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the savina continued ventilation with the latest settings. No patient consequences have been reported. The device behaved as specified and restarted in order to solve the problem.

Event description:
Please refer to the initial report.